Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for a generator change out and right atrial (ra) lead revision. Prior the procedure it was observed the ra lead was sensing noise leading to inappropriate mode switches. The lead was capped and replaced. The patient was in stable condition.